Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned. The power supply in question was replaced and returned to the manufacturer for evaluation, which is still in progress.

Event description:
During use of the device for a cardiopulmonary bypass procedure, a warning message indicating that battery backup may not be available was observed. Further diagnostic messages indicated the failure of one of the two power supplies. The pump system remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. There was no adverse consequence to a patient as a result of this event.